Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case the cutter unit sounded strange when turned on. It was further reported that when the internal shaft teeth were taken out, they were pointing out of the shaft at an angle and coming apart. Further a second unit, from the same box, was used and it worked long enough to finish the case but then began behaving like the first cutter unit.